Event description:
It was reported that the customer had high blood glucose levels (>500mg/dl). Customer delivered a manual injection of novolog to stabilize her blood glucose levels. Pump passed system delivery check. Customer is (B)(6) years old.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.